Manufacturer narrative:
The field service engineer performed troubleshooting on the unicel dxh 800 coulter cellular analysis system and observed platelet background failures with five lots of coulter dxh diluent. The instrument was monitored by the customer and the quality control samples were recovering within range. The beckman coulter (bec) internal identifier for this report is (B)(4). The MDR is related to the following mdrs, associated with each of the five lot numbers of coulter dxh diluent observed with this issue at this customer facility: MDR 1061932-2014-02195 MDR 1061932-2014-02196 MDR 1061932-2014-02197 MDR 1061932-2014-02198 MDR 1061932-2014-02199.

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.